Manufacturer narrative:
Returned sample was requested but haven't received yet. The DHR of this lot was reviewed without any issue. The design history file and 510k sumbssion were reviewed. This syringe is designed for manual use only, not for pump use. For manual use or not for pump use was not presented on any labeling of this product. The compliant history was reviewed no pump compatbility issues with this product were received before. A recall was conducted by distributor cardinal health 200 llc with recall number z-0150-2024. The corretive action putting the caution "for manual use or not for pump use" on all enteral syringes' labeling of (B)(6) will be taken. A follow-up report will be submitted if any additional information from the received samples.

Event description:
The customer reported the monoject syringes that are used for the anesthesia syringe pumps, have changed and it is affecting the ability of the syringe pump to recognize it. In the pictures attached, the covidien monoject is on the left and the cardinal health monoject on the right. The cardinal health monoject no longer works with the pump. Once the package is open the staff cannot tell them apart because covidien or cardinal health is not written on the syringe to identify it. The cardinal health version has a wider flange at the base. The new version of the syringe does not allow for proper calibration of the syringe pump and may lead to inaccurate dosing of anesthetic drugs. Bd and monoject syringes are the only ones approved for the or due to compatibility with the anesthesia syringe pumps.